Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and the tip capture release handle in the home position. A kink was observed on the graft cover over the graft. The taper tip was partially curved with a longitudinal scratch visible on the surface. Longitudinal and partial radial scratches were visible on the graft cover. The reported kink was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported there was no damage noted on the outer packaging of the device and the delivery system was not checked before the operation. Per the physician, attention was not payed when activating the hydrophilic coating after the device entered the body, it was found that there was a deviation under the radiograph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was intended to be implanted in the endovascular treatment on a 30.2mm thoracic aortic aneurysm. It was reported that during the index procedure, after opening the package, the sheaths hydrophilic coating was activated as normal. However the delivery system still failed to enter the blood vessel after multiple attempts. After the delivery system was withdrawn it was found the sheath was significantly kinked and patient's bilateral femoral arteries were cut, the device was then withdrawn and procedure was stopped to avoid patient's blood vessel to tear. Another stent was then used to continue with the procedure. As per the physician the cause of the event is the delivery system kink. No additional clinical sequalae were provided and the patient is fine.